Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broken probable root cause: design anchor material/design too weak. Process anchor not manufactured to specification. Application excessive force. The reported failure mode will be monitored for future reoccurrence.